Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after swimming with pump. There was no impact to the customer's blood glucose level. Customer successfully resumed insulin delivery after approximately 60 minutes.